Event description:
It was reported that a user of the ilet bionic pancreas experienced sustained high blood glucose while traveling, with reports of using meal announcements for correction and multiple extended periods in which dosing stopped. The infusion set type was contact detach and the continuous glucose monitor (cgm) was dexcom g7. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user or caregiver and analysis of information provided by the user and device reports. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or failure to follow instructions, including user interface interactions and using meal announcements as corrections. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.